Manufacturer narrative:
Evaluation summary: upon analysis, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue, stopping the helix from being rotated. X-ray examination of the helix was normal; the inner coil inside the connector region was over torqued, consistent with reposition/explant procedure. After ultrasonically cleaned, the helix could be extended and retracted. The full helix extension length was measured within specifications. The field report of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were noted.

Manufacturer narrative:
UDI: (B)(4).

Event description:
The lead threshold increased spontaneously. The lead was repositioned unsuccessfully due to the helix not working properly. The lead was explanted and replaced. The patient is stable.